Manufacturer narrative:
An investigation of production records such as the device history record or lot showed an irregularities or deviations in relation to the product problem description. The review confirms that the production of the affected product was in accordance with the quality management system a applicable procedures. The records confirm compliance with the product specification and product conformity. No further complaint or post market information regarding the affected lot were registered. The affected capsular ring was manufactured under strictly controlled conditions the manufacturing of capsular tension rings takes place in monitored hygienic environments designed to minimize contamination risks. Validated cleaning processes are in place to ensure that all capsular rings are free from residues, contaminates and endotoxins. In addition, a comprehensive microbiological monitoring program is implemented, including testing for microbial contamination and endotoxins these tests are performed using validated methods according to so 11737 1 an ups less than 85 greater than to ensure compliance with regulatory thresholds. Endotoxin levels are carefully controlled. The endotoxin limit for medical device release complies with the recommended limit of less than 0.2 EU by device of fdas guidance endotoxin testing recommendations for single use intraocular ophthalmic devices v.b.1.. As recommended in v.b. The extraction is performed at 37 degree c for 65 minutes to maximize the extraction efficiency. Microbial bioburden testing and endotoxin testing of the affected lot confirms compliance with the specified limits. The risk analysis and the review of the IFU were considered as acceptable. Based on the performed post market surveillance activities, there is no evidence or history that capsular rings manufactured by company cause or contribute to tass cases. Tass was neither reported in the clinical ide study performed in the us, nor detected or reported in post market surveillance and complaint processing. Hygienic condition of the product: unknown, the product was not returned. No potential contributing factors could be identified during the investigation. There was no device problem found. The potential contributing factor could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the patient developed toxic anterior segment syndrome (tass) one day after cataract surgery on the right eye, presenting with significant edema, iritis, conjunctival inflammation, aqueous cells, and fibrin. The patient was treated with high-dose topical steroids. Additional information has been requested.